Event description:
A customer contacted beckman coulter inc (bci) regarding erroneous glucose (glum) results produced by the unicel dxc 800 pro synchron chemistry analyzer for two pts. One glucose cup result of 300 mg/dl triggered a critical rerun. Critical rerun result of 80 mg/dl was reported and questioned by the physicians because it did not match the pt's clinical presentation. The initial result of 300 mg/dl was considered correct based upon the pt's clinical presentation and the result was amended. Another pt result of 303 mg/dl triggered a critical rerun. Critical rerun result of 83 mg/dl was reported and questioned. The initial result of 303mg/dl was considered correct based upon the pt's clinical presentation and the result was amended. There was no change to pt treatment as a result of this event.

Manufacturer narrative:
Qc run before and after the event was acceptable. Customer performed a precision run which was not acceptable. Customer then started seeing init rate lo error flag and replaced the glucose sensor. A service call was requested after the second pt sample was reported out erroneously low. Field service engineer (fse) replaced the stirrer motor and ran an acceptable calibration and qc afterwards. No further events have been seen. Bci investigator has requested parts to be returned for further investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.